Event description:
A malfunction occurred on the pump as reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The pump started working properly before the customer needed to reset it, and further troubleshooting was declined by the customer.